Manufacturer narrative:
Equivalent rpn's verified for reg clearance checks. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the ziv6-35-125-6.0-40-ptx stent was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. As stated by the initial reporter, there will be no images returning for evaluation. It may be noted that a query was sent to the initial reporter to determine where the dates originated from as this is not on the packaging or the label of the device. The packaging only mentions 2017-05. The investigation will be updated when this information is received. According to information provided, an expired zilver ptx stent was implanted in the patient on the (B)(6) 2017. Upon review of the sample label attached to the work order, the expiry date of the device was confirmed to be ¿2017-05¿. This confirms that the complaint device was used after its expiry date. The customer complaint can be confirmed as the device was used after its expiry date. Based on the above, the most likely cause of this complaint can be attributed to customer error as zilver ptx devices should not be used beyond the date specified on the product label. It can be noted that all ziv6 (zilver ptx) devices are shipped with a product label placed on the outer zilver ptx carton box and product label placed on the inner pouch. Both labels contain information with manufacturing and expiration dates. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per finished product q.c. Upon review of the sample label attached to the work order, it has been confirmed that the product label clearly identified the expiration date as ¿2017-05¿ a review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the initial reporter, there have been no adverse effects reported for the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
This initial MDR is being submitted as overall risk was assessed as moderate. In a hospital (B)(6), a customer used on (B)(6) 2017 an expired stent ptx (expiry 21 or 31 may 2017: 2 different dates). They did not check the date before using it. An inventory was done on 27 april.